Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent left inguinal exploration with lysis of scar tissue and transection of ilioinguinal nerve on (B)(6) 2017 during which the surgeon noted that he removed scar tissue, including scar tissue adherent in the inguinal canal. He further explored the space between the internal and external oblique and encountered the ilioinguinal nerve. It was reported that the patient experienced severe pain-chronic and acute, nerve damages, excision of ilioinguinal nerve, numbness in left groin, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3, g1.